Manufacturer narrative:
Lot number and expiration date is not available. Manufacture date is not available without a lot number. Product has been discarded; therefore, 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital reported a cassette leaked blood after two hours of using 3m¿ ranger¿ high flow warming set (model 24355). No patient or staff injury was alleged. No medical interventions were required. No further information.